Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an irrigation and aspiration tip was found broken before a cataract surgery. The surgery was completed by replacing the tip. No patient impact was reported.

Manufacturer narrative:
Corrected information was provided in sections: b2 and h11 the initial decision to report was incorrect resulting in the initial report being submitted in error. This event (tip of product was found crushed) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 2523835-2024-02148 the manufacturer internal reference number is: (B)(4).